Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that, the patient experienced issue with two infusion sets were fell off during use. It was stated that events were occurred on 22 may 2024 and 24 may 2024. The area of insertion was cleaned and air-dried. The infusion set was used for two days. The blood glucose level was around 16 mmol/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.